Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified drug (dose, frequency and route not reported) for peritonitis. The pd therapy continued during treatment. At the time of this report, the patient recovered from the event of peritonitis and pd therapy was ongoing. No additional information is available.